Manufacturer narrative:
This report is submitted late and is captured within CAPA-(B)(4).

Event description:
Per complaint (B)(4), after clinical procedure, patient experienced loss of implant to osseointegrate.